Event description:
It was reported that the patient presented in clink for follow up. The right ventricular lead had an issue with over-sensing noise. No interventions were reported. The patient was stable.

Event description:
New information received notes no programming changes were made at this time to address the noise. No other electrical anomalies were observed. The plan was to continue monitoring. No intervention was planned at this time. The patient was stable throughout.

Event description:
New information received notes a re-occurrence of noise.